Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 97-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported because of the actual blood glucose results. The product is not stored according to specification. The test strip lot manufacturer's expiration date is 3/31/2018 and open vial date is (B)(6) 2015. The meter memory was reviewed for previous test result history (date / time not set): 105mg/dl (B)(6) 2015 07:00:00 am fasting:yes; 108mg/dl (B)(6) 2015 07:00:00 am fasting:yes; 97mg/dl (B)(6) 2015 07:00:00 am fasting:yes; 115mg/dl (B)(6) 2015 07:00:00 am fasting:yes; 102mg/dl (B)(6) 2015 07:00:00 am fasting:yes. Customer called concerned their meter is registering low results because he was recently diagnosed with cancer in (B)(6) 2015 and was previously using a (B)(6) meter until he was recently switched to the true result meter we manufacture the customer instantly noticed a difference in his readings as after his cancer treatments the readings usually spike up over 150mg/dl and he is then given gliperide but lately his readings have been 115mg/dl and under after treatments as a result the customer has not been taking the diabetic medication but has not needed to seek any medical attention.